Event description:
This MDR is being submitted as a result of a CAPA impact assessment. Lifescan customer service has recently received u.s. Customer complaints stating that test strips will not go into their new one touch ultra meters. A few sampled meters have test strip port connectors that are bent to a 60-degree angle instead of the correct 45-degree angle. The 60-degree angle does not allow for a test strip to be inserted easily, if at all. The inability to insert a test strip means that the user cannot obtain a glucose measurement. An inability to test presents the user with the possibility of delayed treatment or treatment decisions in absence of a glucose value. A total of 4 mdrs on individual meters with this issue have been filed. The serial number documented in this report is taken from one of those cases.